Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the dilator to a smiths medical portex® ultraperc® single stage dilator technique kit became bent while being used on a patient. A second kit was used to complete the tracheostomy procedure. There were no reported adverse effects.